Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, while the plunger was being retracted the suture broke. The device was removed and manual compression was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed that the anterior cuff remained in the anterior foot pocket with damaged tabs. Inspection indicated that both cuffs successfully captured the needles during needle deployment; however, during needle plunger retraction, an anterior cuff-to-needle tip detachment occurred as evidenced by damaged anterior cuff tabs and anterior needle barb. One of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inch) was broken off and was not returned with the device. Cuff-to-needle tip detachment could appear very similar to the reported suture break during needle plunger retraction. The observed damage is consistent with resistance encountered while retracting the needle plunger. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to the cuff-to-needle tip detachment. There was no damage observed on the returned suture to suggest that the suture might have been dragged through the device, which could potentially result in the anterior cuff detaching from its needle tip. Based on the investigation findings, the cause for the anterior cuff-to-needle tip detachment could not be determined. However, abruptly pulling out the needle plunger after needle deployment could be a contributing factor, but this could not be confirmed. No manufacturing or quality issue was detected. A review of the device history record did not reveal any non-conforming material records associated with this lot.